Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws energy was intermittent on cutting/sealing. Changed out cord and opened new device to complete procedure. There was no harm with the patient and no adverse events.

Manufacturer narrative:
Trackwise #: (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 02/11/2022. An investigation was conducted on 05/19/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact. The tip of the black sheath was observed to be peeled back at the tip closest to the base of the jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Based on the returned condition of the device, the reported failure "electrical /electronic property problem" was not confirmed but was confirmed for the analyzed failure "peeled shaft". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode.

Event description:
N/a.